Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response due to moisture damage on the keypad traces. There was no moisture damage on the electronic assembly. The pump had scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 251 mg/dl at the time of incident. The customer stated that the pump had a crack at the bottom left hand corner near the reservoir. She also stated that there was a bit of moisture in the pump. The customer treated and was feeling okay to continue to troubleshoot and stated that she was high because she ate lemon cake. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.